Event description:
The technician was taking the cypher us rx 3.00 x 8 out of the housing to prep and as he was un-looping it, the catheter's shaft broke in half. The stent seemed normal upon removal of the housing and the device was being handled properly. The shaft broke approximately in the middle in half, no damage to the stent itself or the hub. The same size cypher stent was used to complete the procedure with no problems.

Manufacturer narrative:
Please note that the product was received. We received this complaint which indicated that "the technician was taking the cypher us rx 3.00 x 8 mm out of the housing to prep and as he was un-looping it, the catheter's shaft broke (in) half." Another stent was used to complete the procedure successfully. The IFU indicates to carefully remove the system from the package and inspect it for bends, kinks, and other damage. A non-sterile cypher us rx was received in two pieces in a plastic bag. The stent was returned mounted on the sds balloon. The sds was found broken at 69.5cm from the distal end. No more anomalies were noted. The unit was inspected under a microscope; the edges of the rupture point were found to be kinked, this condition suggests that the sds was kinked before it broke. No other anomalies were observed. The reported failure body/shaft - separation was confirmed. The root cause of this issue could not be conclusively determined. Neither the DHR review nor the analysis suggests that this kind of failure could be related to the manufacturing process of the unit and no corrective action will be taken at this time. Based on the information provided, it is not possible to draw a conclusion about a relationship between the device and the event. However, user/device handling may have contributed to it.

Manufacturer narrative:
This device is available for testing and evaluation but has not yet been received for analysis. Additional information received will be submitted within 30 days upon receipt.